Event description:
Device sensor kept sending an error message to change device each time. I would change out devices on my arm before the 15 days was up. I didn't make it pass a day without harms to put a new one on. Will my 6 defective products be replaced with 6 wrong devices? Pt code: 4582. Device code: 2917. Reference reports: mw5184978, mw5184979, mw5184980, mw5184981, mw5184982.